Event description:
It was reported that the pump's position pot was non-functional. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by both bottom front corners, the bottom case was cracked by the l bracket and the battery door, the right plunger case was chipped and cracked, and all three screw bosses on the left plunger case were cracked and broken. A review of the event history log identified check syringe plunger sensor in the history. During the functional testing the check syringe plunger sensor duplicated during self test. The root cause of the reported issue was a result of the customer's physical damage to the device. Replaced the left and right plunger cases and performed calibration on the pump and passed all the functional tests.